Event description:
The customer reported that the system locked up during the boot up process. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The system interface board was replaced during the service call. The system was tested, found to be working as intended and put back into service.